Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported that pieces of cotton fell off the tampon during removal. All pieces were removed from her vaginal cavity without issue. The consumer did not experience any adverse health effects and did not require medical attention.